Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable. System operates as intended. (B) (4).

Event description:
Customer reported an intermittent filament regulator error. No patient injury was reported.